Event description:
It was reported that a patient had a lead explanted due to stage 1 infection. It was stated that normal elective replacement indicator (eri) had occurred. It was later reported that a culture had been taken but the results had not yet been returned. It was stated that the infection was located in the upper right buttock. It was noted that the patient ¿seemed fine, but was disappointed because she did not get the implant.¿ additional information was requested but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider stated perioperative antibiotics were administered and the date of onset or diagnosis of the infection was (B)(6) 2013. It was stated the patient did not have meningitis. It was noted the patient had redness and swelling and the primary location of the infection was the device pocket. It was stated a culture was obtained from the device pocket and the type of organism cultured was staph aureus. The patient was treated using both intravenous and oral antibiotics and the infection was resolved. It was also noted the patient had an autoimmune disorder, scleroderma, before implantation of the device. It was reported the patient's lead was explanted on (B)(6) 2013.

Manufacturer narrative:
Product ID 3889-28, lot# va0ctz9, product type lead product ID 3889-28, lot# va0 ctz9, (B)(4).